Event description:
A treatment provider reported a female patient was treated to the bra roll with coolsculpting has presented with enlargement, firmness and is consistent with paradoxical hyperplasia (ph). Allergan aesthetics received a report that a female patient was treated with coolsculpting to the bra roll (back) bilateral on (B)(6) 2016, using legacy coolcore applicator and to the bra roll (back) bilateral/right side only on (B)(6) 2017, using legacy coolcurve applicator. Following treatment, the treated areas developed visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the right upper back (bra roll/back fat) with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
A treatment provider reported a female patient was treated to the bra roll with coolsculpting has presented with enlargement, firmness and is consistent with paradoxical hyperplasia (ph). Allergan aesthetics received a report that a female patient was treated with coolsculpting to the bra roll (back) bilateral on (B)(6) 2016 using legacy coolcore applicator and to the bra roll (back) bilateral/right side only on (B)(6) 2017 using legacy coolcurve applicator. Following treatment, the treated areas developed visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the right upper back (bra roll/back fat) with paradoxical hyperplasia (ph).